Event description:
It was reported that the patient underwent a spinal procedure 2 or 3 years ago to implant posterior fixation. The fixation rod broke at unknown time post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.